Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient would like their device turned off. It was also noted by the patient's relative that the device does not seem to be working properly and requested it to be turned off. The device remains in use. No patient complications have been reported as a result of this event.